Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(6); batch: 7096630.

Event description:
It was reported that during an implant procedure, the patients l lead would not stay left-sided, even after multiple entry adjustments, and impedances were very odd with a lot of jumping around based on lead placement and anatomical issues. When being tested, the patient was in pain and felt like being electrocuted. The physician aborted the case and the patient reportedly doing well. The explanted devices will not be returned as they were kept by the medical facility.